Manufacturer narrative:
Three xia blockers - catalog number 03756230 were also involved in this event. They were attempted to be inserted into the polyaxial screw-head which was where the cross-threading occurred. Method: visual inspection, complaint history analysis, mfg record review, risk assessment review. Result: visual inspection found numerous abrasions along threading of screw-head. Top of bone-screw was found to be slightly flattened at entrance to canal indicating that a rod had been fastened to the screw. Accompanying blockers also had indications that they had been previously fully inserted into a screw. Complaint history analysis - this is 1st complaint of this nature received on the mantis cannulated polyaxial screw. There have been (B)(4) complaints involving xia blocker cross-threading. Manufacturing record review - manufacturing records were reviewed but no relevant deviations were reported. Risk assessment review - per this complaint, there were no adverse consequences for the pt, however, a 30 min delay in surgery resulted. Conclusion: the screw and the xia blockers were found to have evidence of cross-threading, complaint is confirmed which is a known potential failure that is related to user technique.

Event description:
It was reported that the closing screw could not be inserted into the polyaxial screw head. The surgeon tried to use the another 2 closing screws to insert and tighten. So, the surgeon removed the polyaxial screw and used another new polyaxial screw. The closing screw could be inserted into the new polyaxial screw. Another polyaxial screws could be used in the same operation. There was about 30 mins delay in the procedure. The sales rep confirmed that the doctor operated as IFU. The rod was inserted with counter torque tube properly and the closing screws were inserted. The doctor has used the mantis system many times. The surgeon needs the detail investigation of screw head.